Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed and there were no other findings reported. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that there was an intense noise occurs on the high definition lcd monitor when using amco's electric scalpel and the monitor blacked out once. The issue was found during a therapeutic endoscopic sphincterotomy which was completed. The customer had another monitor to use to finish the procedure. There was no report of delay or harm to the patient or user associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the reported issue was not reproduced during evaluation. Olympus will continue to monitor field performance for this device.